Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
As reported in manufacturer report no. 1644487-2009-00346, the vns patient had developed a mrsa infection at the generator site 5 years post implant. As a result, the patient underwent generator replacement, however, lead was left implanted with new generator. Further follow up revealed that the patient re-developed an infection with the replacement generator and underwent lead and generator explant surgery approximately one month later. Information received from the neurosurgeon revealed that the re-developed infection was from the first implant. Good faith attempts to obtain additional information about the infection have been unsuccessful to date.